Manufacturer narrative:
Corrected information: h6, h10 the root cause of the investigation is inconclusive since the device was not returned for analysis. Based on communication with the user the root cause of the event may be traced to liquid intrusion from a ruptured saline bag.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number is unavailable.

Event description:
Related manufacturer reference: 2184149-2020-00055, 2184149-2020-00057. During a procedure, a saline bag ruptured causing water damage to devices. The procedure was cancelled. The claris ep4 stimulator had evidence of saline fluid damage and had fluid inside the unit. The signals were intermittent and could not be repaired. The db9 serial to fiber media converter and the catheter input module 1 ¿ cm1 pin box both had water damage. There was no harm to the patient or the staff.